Event description:
A customer reported that during a procedure there occurred an acceleration of the speed of the motor with no possibility of control. The only way to turn on the equipment was to keep pushing and pressing the start key. Add'l info obtained by a MFR customer care rep confirmed that the event occurred during the procedure. The equipment was being used and then stopped working. The customer did not receive any errors on the console. The physician was not able to destroy the pt's renal stone. The pt will need another procedure to take out the renal stone.